Manufacturer narrative:
Device evaluation: the lens was returned in a micro-centrifuge vial. Visual inspection found no visible damage to the lens. Claim# (B)(4).

Manufacturer narrative:
Weight,ethnicity,race: unk. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -10.0/+4.0/091 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged with a shorter lens due to excessive vault. The problem is resolved. The cause of the event is reported as a patient-related factor.